Event description:
It was reported that the pump and catheter were explanted due to an infection of the pump pocket and catheter track. The patient presented to the hospital with a painful, red and swollen area around the pump. The decision was made by the physician to remove the system due to the infection and the pump and catheter were both discarded. Patient outcome was not provided. The device system was used to deliver prialt. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the reported infection was resolved. A culture of an unknown organism was taken from the device pocket. The patient was treated with perioperative and IV antibiotics and a total system explant. The reporter noted redness as an infection symptom. The infection event outcome was reported as resolved. It was noted as information of importance that the patient "had (B)(6) disease and diffuse body pain". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# n305025003, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).